Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the device does not turn on because the power supply does not work. It was reported that the device was tested with another power supply, and it was determined that the battery also does not work. The rse noted that it was necessary to replace the two parts (power supply, and battery). The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. It was reported by the service engineer, that the customer's service proposal had expired, and the device was returned to the customer unrepaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.